Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 drg lead, 50cm length; however, it is unknown which drg lead, 50cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, 50cm length, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9193137.

Event description:
It was reported the patient experienced ineffective stimulation due to the lead being fractured. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Effective therapy was established. Note: it is unknown which lead is related to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.